Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/confirmed the reported complaint. Fa found the primary failure of failed the clip test to be related to the customer reported complaint. The instrument was found to have failed the clip test. The instrument was placed and driven on an in-house system. The instrument did not fully close the clip onto the test tubing. Root cause of this failure attributed to mishandling/misuse. Additional observations not reported by site that are related to the primary failure were identified. The instrument¿s grip tips were not moving intuitively, i.e., they were not following the master tool manipulator (mtm) input commands smoothly. One of the grip tips did not close. Root cause of this failure is attributed to mishandling/misuse. The instrument was found to have a loose grip cable at the distal end. Root cause of this failure is attributed mishandling/misuse. After opening the housing, the instrument was found to have a broken clamping pulley at the proximal end. This failure caused the other failures of the instrument. Root cause of this failure is attributed to mishandling/misuse. A review of the device logs for the medium-large clip applier instrument (part# 470327-12 / lot# n10210316-0097) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 via system (B)(4). There were 27 uses remaining after this last usage. There is no indication that the instrument was used in subsequent procedures after the alleged event reported in this record. This last usage of the device was before the reported event date. Images associated with this reported event were not submitted for review. This complaint is reportable due to the following: per the description of the complaint, the medium-large clip applier instrument may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, that a medium-large clip applier instrument would not clip. The procedure was completed with no reported injury. Follow-up attempts were performed to request additional information related to the event. However, no further details have been obtained as of the date of this report.